Manufacturer narrative:
A stryker customer service specialist informed the customer that due to the age of the device, the device cannot be serviced, and recommended the device be taken out of service. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device continuously gives the "connect electrodes" message when attached to a patient. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.